Manufacturer narrative:
An olympus field service engineer visited the customer site and confirmed the reported issue (no image). The device was then returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (no image) was confirmed and found to be caused by a cable failure. In addition, service found the camera cable was deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was not displaying an image. The reported issue occurred while preparing the device for use during a diagnostic laparoscopic procedure. The intended procedure was completed using another device. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to provide additional information received from the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported issue (no image) occurred due to the faulty cable which caused failure of the video function. However, the root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received that confirmed there was no affect on the patient or the procedure due to the reported issue (subject device was not displaying an image).